Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed and monitored without bolus deliveries and basal rates with the test reservoir including the test infusion set inside the reservoir compartment and no unexpected liquid exited through the test infusion set noted. The insulin pump monitored for several days and no unexpected 100 units deliveries noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. Customer's blood glucose was 32 mg/dl when the paramedics arrived and after his wife gave him a glucagon shot and 4 juice boxes. Customer was admitted due to low blood glucose. Customer stated that the reservoir emptied 100 units into his body while he was sleeping. Customer is connected back to the pump now and everything is okay. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 30 minutes prior to the hospitalization. Customer stated that his most recent blood glucose was 286 mg/dl. Customer stated that the reading is high because of the ivs they had him on when he was in the hospital. Customer ran a self test and the pump passed. Troubleshooting was performed and the customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.